Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump showed decline in battery life that caused pump to shut down without warning. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up with technical support, provided no additional details, and was noted to be out of warranty and in process of renewal, with no further actions documented.